Manufacturer narrative:
Through investigation of the final device it was determined the issue was incorrectly reported. The device in question no longer qualifies for this summary report, and the reported issue is not reportable. B5 has been updated to indicate one fewer instance of the event summarized in this report.

Event description:
This report summarizes 14 malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or the brakes would not engage. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were evaluated in the field and the issue was confirmed; 2 devices had alignment issues, 6 devices had worn components, 1 device had a bent component, 1 device had a dirty component, and 4 devices had broken/damaged components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 15 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or the brakes would not engage. There was no patient involvement.